Event description:
A customer reported to baxter (B)(4) of an interlink set that leaked during a chemotherapy session. The process step was during use; therefore, there was patient involvment. It is unknown if there was any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed.